Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer pixie cable cut by rear first drawer, causing outage. A field service engineer, replaced backup, battery, installed rear, bumper, kit, and network plugs to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, there was a power failure . The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.